Manufacturer narrative:
Multiple attempts to follow up with the user were made. However, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On september 27th, the user contacted dario to report high blood glucose (bg) readings. The user reported, that her past two bg readings were above 400 mg/dl. Due to the above, the user went to her doctor that same day, where she had her bg level and a1c tested. And received, both bg reading and a1c results that were in a normal range. According to the user.